Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in backup vvi. The patient received an inappropriate shock during the backup. The cause of the backup was attributed to an MRI scan. Programming changes were made, and the patient was stable.